Manufacturer narrative:
The customer reported the tubing came apart at a junction, and returned one used set of material 2426-0500, lot 24093183. Upon initial visual examination, the set verified the failure of separation at the outlet of the 3rd smart site. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation at the smart site to be related to solvent dispenser malfunction. The manufacturing site modified the cleaning process to bushing using new ultrasonic washing machine under an engineering change control. In addition, the time of bushing change (to clean) decreased to assure a correct dispensing of solvent. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the IV tubing came apart at one of the junctions.